Manufacturer narrative:
This product is registered as a combination product. The investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a revision procedure. Prior to procedure, the right ventricular lead was causing pocket stimulation and phrenic nerve stimulation when pacing. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 58.3 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.